Event description:
It was reported by service report that the inner and outer tube weldments were broken, the release crossbar was bent, the trigger locks and pivot head section was worn, and the socket screw had a missing bottom. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bent release crossbar; inner/outer lift tube weldment; lock bar assembly.